Manufacturer narrative:
(B)(4). Batch # t5cr6v. Additional information received: no trauma to the vena cava was noted and no the staple line was not complete. Staff had to open up a new stapler to reset the remaining tissue. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown renal artery procedure, tissue stapling device used on renal artery. Staple line interrupted by unseen clip vena cava injury. It is unknown how the case was completed. There were no patient consequences reported.